Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a mycotic thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt2610/7560681, distally and tgt3115/7618083, proximally). No issues were reported during the procedure. The patient tolerated the procedure. On (B)(6) 2010, one month follow-up imaging revealed a distal type I endoleak. Aneurysm enlargement was not reported. The cause of the endoleak was unknown; however it was reported that the diameter of the distal aortic neck was 25 mm, while the recommended aortic diameter of a 26 mm gore® tag® thoracic endoprostheses device is 23-24 mm. On (B)(6) 2010, the patient underwent an additional endovascular procedure using a stent-graft (manufacturer unknown) for distal extension to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, three month follow-up imaging showed that the endoleak was resolved. On (B)(6) 2010, six month follow-up imaging showed no reported issues. No further information is available.